Event description:
The device went through the bone and got into subarachnoid during the surgery for the patient with facial palsy. It was noted the surgeon was well experienced in the surgery using the anchor and he did not use it in unusual way. The product was left in the patient¿s body. Tacit quickanchor was used to complete the case. Additional complaint event information was received from our affiliate on (B)(6) 2014; the procedure was a plastic surgery for facial palsy. When the surgeon tried to insert the anchor to the cranial bone for fixation, the anchor did not sit the site and went through the cranial bone. The surgeon used a tacit anchor to complete the case. The complaint device anchor was left in the patient, contained to the subarachnoid.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with unrelated incidents to the event and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. It was reported that the device was used with proper instrumentation per IFU and the bone hole was prepped correctly. At this point in time, a root cause for this failure cannot be determined. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The device went through the bone and got into subarachnoid during the surgery for the patient with facial palsy. It was noted the surgeon was well experienced in the surgery using the anchor and he did not use it in unusual way. The product was left in the patient's body. Tacit quickanchor was used to complete the case. Additional complaint event information was received from our affiliate on (B)(6) 2014; the procedure was a plastic surgery for facial palsy. When the surgeon tried to insert the anchor to the cranial bone for fixation, the anchor did not sit the site and went through the cranial bone. The surgeon used a tacit anchor to complete the case. The complaint device anchor was left in the patient, contained to the subarachnoid.